Manufacturer narrative:
Test strip lot # 1020213252, expiration date: 09/2015; control solution lot: consumer did not have any control solution. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer, "was getting a cluster of "hi" (greater than 600 mg/dl) blood glucose results all weekend. Being concerned about this, the consumer went to the emergency room and when she tested her blood glucose with the hospital meter getting a result of 411 mg/dl. The consumer tested her blood glucose using her nova max meter getting a result of 499 mg/dl, which the consumer believed to be incorrect." During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer does not control solution test for integrity before use of their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.